Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered inappropriate therapy for atrial arrhythmia with rapid ventricular response that the ICD detected as ventricular tachycardia (vt). It was also noted that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) with vt. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.